Event description:
The customer reported intermittently gets hanged. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection showed no damage. The device was able to tun on using both ac and battery power. The unit was able to obtain readings and alarmed audibly and visually under alarm conditions. The device was placed in a burn in oven overnight without any issues, additionally the device was power cycled ten times on battery and ac without issue. Internal inspection showed the heat sink was loose. The log files were reviewed and do not indicate any unexpected shutdowns or failures. The device was determined to be fully functional.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported intermittently gets hanged. No patient impact or consequences were reported.